Manufacturer narrative:
Neither clinical images enabling direct assessment of product performance, nor the device was returned for evaluation. Further details were requested from the study coordinator, but nothing was provided. With the information provided to gore, the root cause of the reported event cannot be established. In the instruction for use for the gore® viabahn® vbx balloon expandable endoprosthesis the following is stated: adverse events: potential clinical and device adverse events: possible adverse events and complications that may occur with the use of this device or in any endovascular procedure and require intervention include, but are not limited to: occlusion (thrombosis and/or stenosis) of endoprosthesis or vessel.

Event description:
The following was reported to gore on december 2, 2024 from the imedidata study database: on (B)(6) 2020, this 50-year-old patient underwent endovascular treatment for a peripheral artery aneurysm to the superior mesenteric artery accessed through the femoral artery. The patient was treated with a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) to the superior mesenteric artery. The vbx device was successfully navigated to the intended location and successfully deployed. Device catheters were successfully removed. The device was noted as patent at the end of the procedure. There was one additional procedure; an endovascular embolization of the backdoor of the superior mesenteric artery however this was not related to an issue with the vbx. On (B)(6) 2023, the patient was noted to have an occlusion of the vbx stent in the sma [superior mesenteric artery]. It is noted that the event is still ongoing and the patient has not recovered or resolved the event yet. It is noted to be vbx stent-graft related. At this time there is no treatment required for this occlusion.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the study number with hospital and patient. Product history review: a review of the manufacturing records indicated the device met pre-release specifications. As the device remains implanted, no further investigation of the device can be conducted. Further details were requested from the study coordinator, but nothing was provided yet. Further investigation is being conducted and will be included in the final report. Cbas® heparin surface incorporates carmeda-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.